Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the patient's lead had migrated. It was stated that a possible contributing factor was that the patient had frequent falls. The patient was reprogrammed and the issue was resolved at the time of the report. No patient symptoms reported.